Manufacturer narrative:
(B)(4) - thrombus. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. On (B)(6) 2011, through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, the patient was referred for redo aortic valve replacement, graft replacement upper ascending aorta, and mitral valve replacement. Upon inspection, there was a massive amount of thrombus around the prosthetic aortic valve, which appeared to be stenotic and a very large amount of thrombus that was laminated within the lumen of the ascending aorta aneurysm, which was over 7cm in the sinus of valsalva segment. The valve was removed and replaced with another edwards bioprosthetic valve. Pre-bypass transesophageal echocardiogram revealed 3+ mitral regurgitation with a large central and eccentric jet that extended back to the back wall of the left atrium. Completion transesophageal echocardiogram revealed no evidence of prosthetic aortic and mitral regurgitation.